Event description:
It was reported that the subject device's light balance was not operational during the preparation of an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. Updated fields: g3, h2, h3, h6 and h11. A device history record review revealed no issues that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation and the customer's allegation was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: cause traced to component failure. In addition, the following reportable malfunctions were identified during the device evaluation: fiber breakage, loose adapter, loose adapter, cracked on side of video connector, failed white balance, and light transmission low. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device's light balance was not operational during the preparation of an unknown procedure. There were no reports of patient harm.